Event description:
It was reported that during a cardiac ablation procedure, upon ablation of the cavotricuspid isthmus (cti) using the default ¿radiofrequency anterior¿ setting, a steam pop occurred during the first radiofrequency application without any consequences to the patient. It was further reported that later in the procedure, after the cti ablation when the customer attempted to switch from the right atrium to the left atrium again, the catheter became non-sterile. The catheter was replaced with a new catheter, and a new tubing set was required and used to connect the replacement catheter to the flushing port. The procedure continued with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.